Event description:
It was reported by the account that during an unk procedure two different devices tore while in use. Another device was used to complete the case with no pt consequence. Both devices discarded.

Manufacturer narrative:
(B) (4). (B) (4). Device was not returned for eval. Add'l info: d4 device batch # f9g83h.